Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). The complaint report was received, reviewed, and evaluated by the manufacturer's complaint process. Applicable manufacturer¿s internal lot history records were reviewed, to evaluate whether any internal deviations, non-conformances, or problems occurred, during the manufacture of the lot. Which could cause or contribute to the reported complaint condition. A review of other manufacturers complaint files and related trending data for similar incidents was performed, to evaluate whether other similar complaints have been received. And if data suggests any adverse trends may have contributed to the complaint root cause. Condition of the returned complaint related product was evaluated to confirm, the reported product complaint. As part of each complaint investigation, the manufacturer performs an analysis to determine, the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, the manufacturer has concluded the following as the root-cause or most likely root-cause of the reported complaint condition. No manufacturing defect was found. Most likely hazard experience: thread fracture, during placement. Most likely root cause of the failure mode/hazard: thread fracture, during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported screw fracture at tooth site 13 when clenching. Abutment was placed on (B)(6) 2019. A new abutment would be placed.